Manufacturer narrative:
(B)(4). Pump received with a constant blank steady white light on the display due to cracked lcd glass. Unable to perform any tests due to blank display. Pump received with cracked battery tube thread. The test reservoir stay locked in place noted.

Event description:
Information received by medtronic indicated that the insulin pump screen was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.